Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water cylinder and air/water tube both had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that the air/water cylinder and air/water tube both had foreign objects, the switch box has a scratch, the air/water, the suction cylinder both has no color, the grip is shaved, the up/down knob is shaved, the scope connector case unit has a crack, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to damage on charge-coupled device unit, the image has white dots, due to wear of angle wire, the play of up/down knob is out of the standard value, the image guide protector, the connecting tube both has a cut, the objective lens, and the light guide lens has a crack. It is most likely that the reported issue was due to insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
It is unknown if the reprocessing steps at the material residue point were not deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.